Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# unknown, product type: implantable neurostimulator; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient went into have a CT scan and she tried to turn her implantable neurostimulators (ins) off, but was unable to. The patient used her programmer to check the ins¿s and all she saw on the back was the 9 volt battery light, which was good and solid green. No matter where she attempted to use the programmer, away from electromagnetic interference (emi), it would not show that the ins¿s were turned off. The patient attempted to use other buttons and all she saw was the solid green 9 volt battery light. No final cause was reported and it was unknown if the ins¿s were on or off, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3007566237-2014-02663 as the patient has two ins¿s and both could not be turned off.